Event description:
It was reported that an alert for high, out of range, high voltage lead impedance was observed via remote transmission. Patient was asymptomatic. The patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.